Event description:
Reporter alleged the manufacturer's expiration date for the test strip vial used with the blood glucose device is discrepant with the bottle of test strips. Reporter stated the manufacturer's expiration date indicates an expired date of 09/30/2004 while the bottle indicates a usable date of 09/30/2007. Reporter stated he had been getting an error on the device for the past three days and noticed the test strip vial discrepancy in expiration dates when calling into the manufacturer to troubleshoot the device. There was no treatment or actions taken based on the alleged incident. A request was made for the return of the suspect product and replacement product was sent.